Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received the information on (B)(6) 2015 that a male patient was implanted with mitroflow valve (dla27) on (B)(6) 2015. The valve was explanted due to an central insufficiency (one leaflet was motionless). Carpentier edwards size 25 was implanted. On (B)(6) 2015, the patient underwent third operation because of rebleeding.